Event description:
During a kidney drainage procedure, the wire guide unravelled upon the attempted removal. The distal portion of the wire separated and remained in the pt's kidney. Removal of the separated segment was not attempted due to the location. Currently the wire remains in the kidney without any complications noted.